Event description:
The customer reported via phone call that they received a button error alarm while the insulin pump was in their pocket. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to flatten button dome switch. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked case at the display window, minor scratches on the lcd window, and scratched reservoir tube window.